Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Submitted in error, duplicate complaint.

Event description:
The device broke during use this is 1 of 1 report for this incident, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation found that a part of the jig pin holder broke off. The investigation was unable to determine the exact cause as the manufacturing and inspection records indicated no problems with the lot in question. Based on these findings the investigation concluded that the cause of failure was not due to any manufacturing non-conformances. No detailed clinical information was provided therefore the investigation was unable to determine the exact cause of this occurrence. Device is a veterinary product. Device is similar to a device marketed for human use.